Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had broken plastic chips in the bag. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Ratchet switch had broken off from device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur when improper or excessive force is exerted on the device. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.